Event description:
It was reported that the coral rod bender broke during a case. The bender was being used in anormal manner. There was no spare instrument in the case. Since a spare was not available, the rod bender was laid flat on the back table. With downward force applied to the head of the bender, the doctor was able to bend the rod. Although additional time was needed to bend the rods, this was not a significant impact to the surgery. Surgery was completed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.